Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "hard lumps" and "hardened/thickened" areas are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported one month after injection with juvederm voluma with lidocaine in the "mid face" as well as concomitant injection of juvederm volbella with lidocaine "around the mouth, upper lip lines, and mental crease," the patient developed "hard lumps to lower face." The patient was treated with hylase in the marionette lines. Approximately one month after symptom onset, the patient presented to the healthcare professional with additional "hardness" at the juvederm voluma with lidocaine and juvederm volbella with lidocaine injection sites, including bilateral "upper and mid malar areas, marionettes, and chin."